Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited oversensing and small r waves. Programming changes were made. There were no patient consequences.